Manufacturer narrative:
The complaint investigation for falsely depressed architect tsh results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Labeling was reviewed and found to adequately address the issue and provides adequate information regarding the troubleshooting of erratic/discrepant results. Device history record review on lot 36194ud01 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. In-house accuracy testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false reactive results were obtained, indicating that the lot generates the expected results. Based on the investigation, no systemic issue or deficiency of the architect tsh assay for lot number 36194ud01 was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Phone number continued information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased architect tsh results generated on the architect i2000sr processing module for one sample. (Customer¿s reference range: 0.35-4.94 uiu/ml) initial result = 0.100 uiu/ml, repeat result = 0.113 uiu/ml, 0.137 uiu/ml. New sample result = 1.910 uiu/ml no impact to patient management was reported.